Event description:
(B)(6) solicitors forwarded a letter from (B)(6) solicitors to the (B)(6) stryker legal team. (B)(6) solicitors have requested that stryker confirms the date that the implants were supplied to the marketplace (not the date that the implants became available for use). (B)(6) solicitors make reference to a 'date of accident: (B)(6) 2011' but no further event details have been provided. The subject implants are an abg ii femoral stem and mitch trh system.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mmh-9988-0050, lot # fm065019, description: mitch trh md hd sz 50+0, manufacturer: depuy. Cat # mac-9988-5056, lot # fm064400, description: std mitch trh cp sz 50/56, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. This information was received as a result of a legal claim. Should further information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
Reported event: an event regarding an abg ii stem was reported. The event was not confirmed as there were no event details provided. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of this event could not be determined based on the information available. Further information such as event details, x-rays and operative notes as well as patient history and medical records are needed to complete the investigation for determining root cause.

Event description:
(B)(6) solicitors forwarded a letter from (B)(6) solicitors to the EU stryker legal team. (B)(6) solicitors have requested that stryker confirms the date that the implants were supplied to the marketplace (not the date that the implants became available for use). (B)(6) solicitors make reference to a 'date of accident: (B)(6) 2011' but no further event details have been provided. The subject implants are an abg ii femoral stem and mitch trh system.